Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the syringe pump module fails barrel clamp test. The module was sent for factory repair which included: the barrel clamp was misaligned causing barrel clamp failure, barrel clamp also replaced due to cracked handle, replaced rear case due to cracked bottom left screw insert, top disk holder replaced due to broken left holder and the left iui replaced due to corroded pins. The module then passed all the incoming inspections and preventative maintenance tests. No further information was provided.